Event description:
A non-health care professional reported during the intraocular lens implantation the lens was defective. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the company (a) and (b) cartridges. Although this report of one of the haptics bent represents a malfunction, an MDR malfunction report (FDA form 3500a) is not required as per MDR guidance document and exemption no.1-iol-e1996004, as haptic breakage/issue/failure took place before the surgical procedure was completed and there was no surgical intervention required. No further reports will be submitted for this file the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating one of the haptics were bent. The defect was immediately noticed and no further handling took place.